Manufacturer narrative:
(B)(4). No product was returned provided; visual and dimensional evaluations could not be performed. Review of the provided picture identifies the tip of the device had fractured. The suture was deployed out. No other evaluation can be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the curved juggerstitch was inserted into the joint space to repair a posterior lateral tear. The first anchor was deployed into the meniscus, the device was repositioned and deployed the 2nd anchor. On removing the device from the joint space the surgeon realized the metal tip broke. The surgeon removed the device and then continued to successfully repair the meniscus with another juggerstitch implant. Attempts have been made and no further information has been provided.